Manufacturer narrative:
A2: age at the time of event - 77 years. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4), manufacturing site: (B)(4).

Event description:
This emdr is being submitted for an unknown number of affected wafers from an unknown number of market unit. The end user reported that starter hole of the barriers was off centered in random boxes from anywhere in the boxes which was observed intermittently from several months. The product was used on patient with wear time of three to four days without any leakage or skin irritation. No photo was available at this time.